Manufacturer narrative:
(B)(4). Examination of the submitted (B)(6) press-fit rod wrench confirmed the wrench will not adjust due to being bent. The examination found the adjustment internal rod frozen/stuck and will not advance. The complaint sample is old ((B)(6)) and has been subjected to heavy usage. The root cause is being attributed to device wear from normal use and servicing. Based on the determination of device wear from normal use and servicing as the root cause, no corrective action is being taken at this time. Continue to monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was bent.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.